Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 09 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to arthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent manipulation of the right knee due to arthrofibrosis, ankylosis, pain, and limited range of motion. The surgeon reported with flexion, extension, several scar tissue bands/adhesions were audibly and palpably broken free. The surgeon reported no intraoperative complications. At the time of this review, there has been no revision information provided. Doi: (B)(6) 2017 dor: no revision (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, adhesion, decreased range of motion, fibrosis, instability, fall, and tibial tray loosening at the cement to implant interface. The femoral and patellar components were well-fixed and retained.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added: b5, d6, d7, d11 and h6 (patient code) h6 patient code: no code available (3191) used to capture joint instability and device revision/replacement